Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were not attached to the jaws of the device. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Trackwise number # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood and were observed. The heater wire was observed to be detached at the tip and center, while remaining attached at the base of the jaw. There were no other visual defects detected. Based on the returned condition of the device, the reported failure "bent wire" was confirmed specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wires were not attached to the jaws of the device. A replacement device was used to complete the procedure.